Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open and failed. A field service engineer (fse) checked the drawer magnet and sensor for any damage. The fse replaced the slide rails for the drawer 5 to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 repeatedly failed to open or had difficulty in opening. When the customer attempted to remove an item, the drawer was not open as expected and ultimately malfunctioned. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.